Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot.

Event description:
¿Loose knee. I and d washout. Surgeon replaced insert with thicker insert. Knee was stable.